Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 4 of 6, while the hp was connected. The hp was trying to re-prime the patient line while being connected to the hc. The technical service representative (tsr) advised the caller that the hp should never be connected to the hc during priming stage of the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.